Event description:
It was reported, by the patient, that she underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient states the first problem began within four 4 weeks of the procedure and she has experienced mesh infiltrating into the bladder, pain, bowel problems and continuous urinary tract infections resulting in having to take antibiotics which she is resistant to. She states her infections require admission to the hospital for drip infusions of meropenem. The patient reports she can no longer enjoy quality time with family or travel. The patient underwent an unspecified mesh removal procedure within three months due to pain. Additional information was not provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.